Event description:
The customer reported that the insulin pump had physical damage and alarmed compromised force sensor system. Customer stated the insulin pump had two cracks on the upper left of the insulin pump, alarmed compromised force sensor system and buttons were sticking. Customer's blood glucose was 107 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr(gold). Unable to verify compromised force sensor system alarm due to motor error alarm. Insulin pump received with intermittent button response due to moisture damage keypad traces. Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.(B)(4)